Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 36mg/dl, 79mg/dl. Tests were done <10 mins apart with a difference of 38mg/dl. Pt did not experience any adverse event. No further info has been reported.